Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This rv lead check flipped from bipolar to unipolar after the patient was slapped on the back hard by a friend. The rv lead recently flipped again from bipolar to unipolar without a known cause. The doctor did postural testing and could not recreate the scenario but is concerned about the setscrew. Doctor was advised to perform postural testing and to manipulate the pocket in attempt to recreate events. After each episode of lead check failure and flipped from bipolar to unipolar all measurements and values are still in range. Patient will be monitored and the lead remains implanted.